Manufacturer narrative:
An eval of the devices cannot be performed as hospital needs them for now and the devices were not returned to the MFR. Additional info (including x-rays and medical records) was requested. If it becomes available, the eval summary will be submitted in a supplemental report. This is the same pt / event as: MFR # 2249697-2011-00378.

Event description:
It was reported that, "during revision surgery to possibly exchange pt's polyethylene insert, the surgeon discovered that the femoral component was cracked into two pieces and the tibial insert was bracked as well."